Event description:
Per the medical article received from chile "bioprosthetic tricuspid stenosis treated by percutaneous valve implantation: a safe solution for an unusual patient ", corresponding author dr. Alberto barria et al, the following event was identified as pertaining to an edwards device: a 31-year-old patient with a valve model 7300tfx29 implanted in tricuspid position underwent a valve-in-valve procedure after unknown implant duration but no more than eight (8) years due to calcification leading to severe stenosis (mean gradient 19mmhg, prosthetic internal diameter 27mm). As reported, the patient presented with dyspnea with slight exertion, progressive weight loss, increased abdominal and lower extremity volume. A 29mm transcatheter valve was implanted within the pre-existing surgical device. Reportedly, the patient was noted as to be discharged home on post operative day 6.

Manufacturer narrative:
H11: additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The date of the event is unknown, however, according to the article, the date when the article was received was 5 december 2021. Thus, the date when the article was received was used as the event date. Article citation: barria alberto, chaigneau ernesto, zamorano jaime. Estenosis tricuspidea de bioprotesis tratada mediante implante valvular percutaneo: una solucion segura para un paciente inusual. Rev. Med. Chile. 2023 jun (citado 2024 oct 18), 151 (6) 792-796. The implant date is known only as "2013". Therefore, 31dec2013 is being used to calculate the minimum implant duration. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the medical article received from chile "bioprosthetic tricuspid stenosis treated by percutaneous valve implantation: a safe solution for an unusual patient ", corresponding author dr. Alberto barria et al, the following event was identified as pertaining to an edwards device: a 31-y-o patient with a valve model 7300tfx29 implanted in tricuspid position underwent a valve-in-valve procedure after an implant duration of approximately (6) years due to calcification leading to severe stenosis (mean gradient 19mmhg, prosthetic internal diameter 27mm). As reported, the patient presented with dyspnea with slight exertion, progressive weight loss, increased abdominal and lower extremity volume. A 29mm transcatheter valve was implanted within the pre-existing surgical device. Reportedly, the patient was noted as to be discharged home on post operative day 6.

Manufacturer narrative:
Added information to section a1 (patient identifier), a2 (date of birth), b5 (describe event) and h6 (type of investigation, investigation findings and investigation conclusions). H11. Additional narrative/data: the device was not returned to edwards for further investigation, as the valve remained implanted due to a valve-in-valve replacement, and no images or medical records were provided. Based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Calcific degeneration involves the gradual accumulation of calcium deposits on the valve leaflets. It is a disease continuum from sclerosis to chronic inflammation that leads to leaflet calcification. These calcium deposits, over time, cause the leaflets to become rigid and less flexible, which can account for failure modes such as stenosis and regurgitation. Structural valve degeneration (svd) is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bioprosthetic heart valve implantation. The common endpoint of all these factors is calcification and degradation. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. The instructions for use (IFU) have been reviewed, and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.